Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customers blood glucose level was 370 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.